Event description:
Hospital staff reported that the ventilator was set to a peep of 5 hpa but measured peep was indicated as "0 hpa". There was no serious deterioration in the health of the patient, user or other person. The device alarmed visually and acoustically. Medical intervention was not required. Investigation is ongoing.

Event description:
Hospital staff reported that the ventilator was set to a peep of 5 hpa but measured peep was indicated as "0 hpa". There was no serious deterioration in the health of the patient, user or other person. The device alarmed visually and acoustically. Medical intervention was not required. Investigation is ongoing.

Manufacturer narrative:
Within the UDI-pi project, hamilton medical did realize that the reported device (brand name: hamilton-g5 / model number: 159003 / catalog number: 159003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.